Event description:
It was reported that the 6800 system would lock up with a generator error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable, control panel board, and power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.